Manufacturer narrative:
The manufacturer previously received information alleging a ventilator's sound abatement foam became degraded and caused kidney failure, sinus infection, shortness of breath, and heart failure. The patient did receive medical intervention in the form of hospitalization. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused kidney failure, sinus infection, shortness of breath, and heart failure. The patient did receive medical intervention in the form of hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.